Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that they will be having their spinal cord stimulator(scs) explanted and will be installing a scs from another company this wednesday because their new pain healthcare provider (hcp) "did not work with medtronic." Pt said their medtronic scs had not been working since about 6 months or so ago and pt said that only 1/8 of the leads on the medtronic scs still worked. Pt said they had too much scar tissue. Pt wanted to know more about how to return the external equipment to medtronic. An email was sent to the repair department to send the pt a (B)(6) return shipping label.

Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, serial# (B)(4), product type: accessory. Product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 09-jun-2014, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 09-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.